Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. The customer experienced a blood glucose (bg) level that was displayed as "high"; although specific value was not provided. The high bg level was addressed with a correction bolus via the pump. The customer also experienced a bg level of 37 mg/dl which was addressed by consuming carbohydrates. The cause of the level was unknown. Through troubleshooting with tandem technical support it was determined that the wake button was performing as intended.